Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks following implant of the cardiac resynchronization therapy pacemaker (crt-p), the patient was in chronic atrial fibrillation (af) and there was no data for the pacing and sensing percentage and no atrial detection observed from the crt-p. In addition, it was noted the pacing percentage timestamp was several months prior to implant and implant detection had not completed for an unknown reason. Implant detect was manually reprogrammed and the crt-p remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of device memory indicated an issue with implant detect. The patient was in continuous at/af, which prevents implant detect from auto completing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.